Event description:
The customer alleges that the device leaks. The leak test was failing with the device (hme) in line. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.